Event description:
Customer reports an increase in the incidence of "sterile abscesses" approximately one month following orthopedic surgery. The exposed suture is clipped and topical neosporin and a bandage are applied.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.